Manufacturer narrative:
On 1/7/2019, it was reported to mentor that the device history record (DHR) for the lot number 252833 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Note: the exact size of the implants is unknown; PMA/510(k) is unknown; (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a contour profile gel-filled mammary and experienced rupture on the right breast implant. The doctor observed through mammogram right breast rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.